Event description:
A customer reported that a tandem mobi pump shut down unexpectedly, and the leds were not blinking. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.